Event description:
Dentist reported having an instrument breakage ("blocked") during a root canal. Dentist sent back broken instruments with atr tecnika and requested the motor be checked and repaired if necessary as "files are breaking."